Event description:
Lifeshield blunt tip needle device was prepared to flush a peripheral reseal IV site after giving a medication. 18 gauge blunt tip needle was noted to have a smaller piece of metal (loose) within the shaft of the needle. Loose metal appox .2mm long was inside bore of 18 ga. Needle.